Manufacturer narrative:
Report confirmed. Evaluation determined that a portion of the foot was bent. It was also noted that the bearings, spacer and burr guide were stuck in the housing, the collar thread was damaged, the color band was worn and laser markings were faded. Previous investigation performed under (B)(4) determined that the likely causes are debris in the collet and improper insertion of the tool. The user manual contains the following warnings ¿do not use a legend attachment if any part of the attachment appears to be bent, loose, missing or damaged. Do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." In addition, ¿insert dissecting tool into motor collet with a slight rotational motion. A tactile and audible click is observed indicating that the dissecting tool is fully seated the maximum specified service interval is 24 months. Device has been in use for approximately 28 months with no record of factory service during this period. We will continue to track and trend this complaint type. Initial reporter: phone number: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with no reported malfunction. It was reported that there was no patient or staff impact. Repair request escalated to product event due to customer indication that this report is a complaint. Upon analysis, it was reported that the foot of the attachment was bent.